Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote transmission that the implantable cardiac monitor exhibited loss of sensing resulting in false pause episodes. No intervention has been performed and the patient was reported to be stable.